Event description:
After the case was completed, the hand piece was very hot. A smith & nephew sales rep evaluated the hand piece by running a pipe cleaner through the motor and found no debris that would cause the unit to overheat.